Event description:
A pt was on the pump getting either a morphine or dilaudid drip on this pump; and an adavan drip on a second pump. The pt was involved in an overinfusion. The account suspects the pump was misprogrammed by the hosp that the pt was in.